Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath . Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil was found to be kinked and stretched. The delivery wire junction and the main coil junction were broken. The main coil was detached from the delivery wire thus functional testing could not be performed due to the damaged condition of the returned coil. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken below the main coil junction. No consequences to the patient were reported.